Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his insulin pump can easily increased to 500 mg/dl due to being a brittle diabetic. He stated that his blood glucose was 524 mg/dl yesterday. He treated via insulin pump bolus. The insulin pump was not returned for analysis.